Event description:
The technician reported the head brake casters are not holding when they are set, the bed pivots side to side. No pt injury reported.

Manufacturer narrative:
The technician found the head brake casters are worn. Per the hill-rom service manual, the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Brake casters should be checked for cuts, wear and quality of tread, etc. And replaced when necessary. Check the brakes to see whether the bed moves when the brake pedals are pressed and repair as necessary. The technician replaced the head casters to resolve the issue. Based on this info, no further action is required.